Event description:
Ous MDR - it was reported that 78 months after the implantation the lead was explanted and replaced due to oversensing and possible lead fracture. No adverse patient side effects were reported. The lead is being analyzed.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 28.5 cm distal to the is-1connector pin. A proximal and a distal lead fragment were received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular 22 cm distal to the is-1 connector pin the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observations. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of constant friction against the generator housing. During further analysis the conductor cable to the ring electrode was found fractured at the distal lead fragment. This damage most likely occurred due to tensile forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.